Event description:
Rns were starting cvvhd on patient as ordered by physician. After following appropriate steps and initiating cvvhd, 5 minutes into running the device dripping of water from the device noticed. Closer inspection by this rn revealed that tubing had snapped internally on the kidney. As a result, the machine had to be stopped and the kidney had to be change. This delayed the start of cvvh on our patient.